Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported through user voluntary medwatch (mw5175273) that a pericardial effusion was noticed post procedural. Post procedure and when the patient was given protamine, the patient's blood pressure dropped. The anesthesiologist treated the patient's blood pressure by administering medication and the patient's blood pressure stabilized. When the patient was moved to the care unit, the patient's blood pressure was dropped again. A pericardial effusion was noticed and confirmed with an echocardiogram. A pericardiocentesis was attempted as a medical intervention but was unsuccessful. The patient was taken to the operating room. Further details regarding the medical intervention for the pericardial effusion were unable to be provided. The last known patient status was stable. Non bsc catheter were used for mapping and farapulse system was used for ablation. The cause of the adverse event was from the faradrive sheath scraping the right atrium septum on the way out.

Manufacturer narrative:
B1 - correction b2- updated. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported through user voluntary medwatch (mw5175273) that a pericardial effusion was noticed post procedural. Post procedure and when the patient was given protamine, the patient's blood pressure dropped. The anesthesiologist treated the patient's blood pressure by administering medication and the patient's blood pressure stabilized. When the patient was moved to the care unit, the patient's blood pressure was dropped again. A pericardial effusion was noticed and confirmed with an echocardiogram. A pericardiocentesis was attempted as a medical intervention but was unsuccessful. The patient was taken to the operating room. Further details regarding the medical intervention for the pericardial effusion were unable to be provided. The last known patient status was stable. Non bsc catheter were used for mapping and farapulse system was used for ablation. The cause of the adverse event was from the faradrive sheath scraping the right atrium septum on the way out.